Manufacturer narrative:
Additional information was received and it was confirmed that there was no injury or complications to the patient. Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site; therefore product testing could not be performed. Two particles were returned and were evaluated. The analysis by fourier transform infrared (ftir) spectroscopy of the foreign particles showed that one particle was consistent with a mixture of a nylon species and possibly a methacrylate; the other particle was consistent with a mixture of silicone and cellulose. These particles are not associated to the manufacturing process. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted .

Manufacturer narrative:
(B)(4). If explanted, give date: unknown if explanted. Concomitant medical products: healon, lot number: ub31780 or ub31787; cartridge 1mtec30, lot cb25374. Progel viscoelastic from opthec. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of an intraocular lens (iol) a particle was found on the lens. The particle was aspirated and removed from the eye. Other particles were also found in the instrument set. Additional information was received and it was learnt that 4 (four) patients were involved. The particles were removed from the patients'' eyes in all 4 cases. No further information was received. 4 reports will be filed; this MDR is for patient 3.